Event description:
The nurse reported that during the case, after 4 to 5 shots, a service request error message appeared. They were unable to clear the error message, and case was stopped. The doctor had wanted to do more than a few shots, but she was unsure if the patient would need to be rescheduled. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.